Event description:
New information received stated that the lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of lead noise issue was confirmed. As received, a complete lead was returned in one piece for analysis. The electrical testing and x-ray examination did not find any indication of conductor fracture or internal shorts. Visual inspection of the lead found an external insulation abrasion exposing the outer coil consistent with friction to the device can, located distal to the connector boot region. The cause of the reported event was isolated to the external insulation abrasion found on the lead.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that noise on atrial bipolar egm was observed. The noise was over sensed and reproduced with arm motion and in the unipolar tip and unipolar ring configurations. No patient consequences and the patient will be monitored.